Event description:
After obtaining the blood gas sample, clinician engaged the needle into the needle-pro device. Clinician picked up the sample and was scratched by the needle tip which has allegedly bent to a plastic burr on the tip of the needle-pro device. The clinician did not require any treatment for this problem.